Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. Corrected fields: h6 (health effect - impact code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: button switch on the front panel does not work, only a portion of the image is displayed, cp board failure, corrosion of the memory socket and dust inside the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel is blinking, and button switch on the front panel does not work due to cp board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had a front panel led light blinking during set up / inspection for use. There were no reports of patient involvement.